Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary 1 the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that it is in used condition and it was forwarded to research & development (r&d). Research & development (r&d) conducted an evaluation with the following results: the purpose of this investigation is to identify any potential causes of shaver shedding reported for the 4.0mm aggressive blade plus, 283419. An amount of shaver shedding is expected during use, this inspection will identify if any nonconformances could be the cause of the reported excess shedding. Samples of the 4.0mm aggressive blade plus, 283419, from lot m2407005 inner and outer assemblies were inspected for tolerance in respect to dwg (drawings). The outer assemblies were inspected for inner diameter, outer diameter, and overall length tolerances. In summary, the inspection of the samples provided yielded no potential cause for shaver shedding. All dimensions were within specification. The overall complaint was not confirmed as the observed condition of the aggressive 4.0mm 5pk would have not contributed to the complained device issue. Based on the investigation findings a potential root cause cannot be determined. Therefore. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Investigation summary 2 the products were returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned devices found that three unused device were returned and they were forwarded to research & development (r&d). Research & development (r&d) conducted an evaluation with the following results: the purpose of this investigation is to identify any potential causes of shaver shedding reported for the 4.0mm aggressive blade plus, 283419. An amount of shaver shedding is expected during use, this inspection will identify if any nonconformances could be the cause of the reported excess shedding. Samples of the 4.0mm aggressive blade plus, 283419, from lot m2407005 inner and outer assemblies were inspected for tolerance in respect to dwg (drawings). The outer assemblies were inspected for inner diameter, outer diameter, and overall length tolerances. In summary, the inspection of the samples provided yielded no potential cause for shaver shedding. All dimensions were within specification. The overall complaint was not confirmed as the observed condition of the aggressive 4.0mm 5pk would have not contributed to the complained device issue. Based on the investigation findings a potential root cause cannot be determined. Therefore. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D10: concomitant med products and therapy dates: shaver handpiece 2.0 with buttons device, (B)(6) 2025. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 2 of 2 for (B)(4). It was reported that during an ankle arthroscopy procedure, it was discovered that metal debris from the aggressive 4.0mm 5pk shaver was observed shortly after the procedure began, with no specific cause identified. A shaver from a different package was then used, but it also produced debris. It was noted that no leverage was applied by the user during the procedure. The pump was set to solo mode, and suction was minimized to maintain a stable joint pressure of 40 during the shaving process. Debris generation ceased only after switching to a completely different shaver tip. The fragments generated during the procedure were successfully removed. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: correction: d4, h4: the expiration date and primary UDI number has been corrected. Investigation summary : the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (m2407005), and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.